Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the information display of the heart lung console was rest unexpectedly. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.